Event description:
It was reported that the workstation would not turn on (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The smart power switch, interconnect cable, and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.